Event description:
5-12mm entree ii valve/reducer inserted into abdomen. When laparoscopic camera introduced, a piece of plastic reducer broke off from reducer and entered peritoneum. Doctor able to retrieve plastic piece from peritoneum without incident. Charge nurse notified and viewed broken pieces.